Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, e1, e4, g4, g7, h2, h6, h10. G5 : the device is not a combination product. The device was not returned to the manufacturer. No further data were received. The event could not be confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 4 similar complaints have been recorded for biomet bone cement 2x40 g, reference (B)(4), batch a609af1307 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. The issue was found before surgery started.there was no patient involvement.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that 2042 products biomet bone cement 2x40g, reference: 3035890022, lot number: a609af1307, were manufactured on 03 october 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. Found this issue before surgery.